Event description:
On (B)(6), 2012, a pt was implanted with a gore-tex stretch vascular graft (tapered) in an av access application in the left arm from the cubital artery to the basilic vein. It was reported to gore that on (B)(6), 2012, the pt presented with an occlusion and arm swelling. The graft was explanted due to the peri graft reaction. Dialysis was administered through a catheter implanted in the left jugular vein.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device has been returned to gore and a histological eval is currently in progress.